Event description:
The customer reported being hospitalized due to low blood glucose. The customer mentioned having issues with the keypad. Troubleshooting was performed, and the numbers were not ramping on their own. The customer stated that the buttons responded and the time did change. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.